Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The ac charger installed is not original, is below the minimum required revision and does not meet specification. The pace/defib (pd) engine installed is also not original and does not meet the required configuration. Evaluation also found an open fuse on the analog board. As a result of the device being tampered with, root cause could not be firmly established. However, the analog board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib failure" message and an unidentified pacer problem. Complainant indicated that there was no patient involvement in the reported malfunction.